Event description:
The customer reported experiencing hydrogen peroxide when handling a load from a completed cycle. The contact area was on her left index finger and her right thumb. She reported that she felt burning and tingling and that the contact site turned white. The customer reported that after receiving the contact she checked the package and found dried white staining on a package. The customer reported to the emergency room where she was treated with an unknown ointment and had her fingers "wrapped". The customer reported that the vaporizer plate was in place and that the load had been prepared per instructions. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The fse checked all system parameters and completed all system diagnostics. He was unable to find a problem with the sterrad system. He completed an empty chamber cycle per manufacturer directives. The system was operating according to the manufacturer specifications and was ready for use.